Event description:
One pt sample generated an initial architect c8000 potassium assay result of 6.4 mmo/l. The customer retested the same sample on the other architect c8000 analyzer in the lad and generated a result of 4.1 mmol/l. Controls have been within specifications. The customer then mentioned that the cuvette washer was overflowing. There is no impact to pt management reported.